Event description:
It was reported that at the user facility the core universal driver was running without user activation. No further information was provided by the user facility.

Manufacturer narrative:
Updated due to additional information received from the user facility indicating that the product will not be returned for evaluation as it could not be located. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device will not be returned for evaluation as it could not be located by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the core universal driver was running without user activation. No further information was provided by the user facility.